Manufacturer narrative:
(B)(4). The cause of the cell-dyn emerald initialization (powering up) issue was due to a problem with how the flash memory is initialized on the cell-dyn emerald cpu board. Abbott issued a product correction letter to all cell-dyn emerald customers who received the affected analyzers, instructing customers to install a printer driver which will eliminate the possibility for the error to occur.

Event description:
The customer observed the error message "no internal memory fault" generated from the cell-dyn emerald hematology analyzer. The customer wasn't sure if a power outage occurred, however, the printer lights were on. Field service was dispatched to the customer, where the cpu board replacement resolved the issue. There was no impact to patient management.